Manufacturer narrative:
One vial of test strip lot 449498-21 and the meter serial number (B)(6) were received for investigation test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter with two high-level control samples: specified target range 2.6 ¿ 3.2 inr (±11.5% around the lot-specific target value of the complained test strip lot/control lot combination). Test 1: 2.8 inr; test 2: 2.9 inr; test 3: 2.8 inr. Specified target range 4.1 ¿ 6.8 inr (±25% around the lot-specific target value of the complained test strip lot/control lot combination). Test 1: 5.0 inr; test 2: 5.0 inr; test 3: 5.2 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek measuring system. No error messages occurred. Medwatch field d9 was updated.

Manufacturer narrative:
The customer¿s meter and test strips have been requested for return. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation is ongoing. Medical assessment of the bleeding event found the information available does not reasonably suggest a contribution of the meter because: the information from the meter indicating the potentially higher risk of bleeding is missing as no inr testing was performed on the meter between (B)(6) 2021 and (B)(6) 2021 (date of the bleeding event). Bleeding might occur in patients under anticoagulation also within the therapeutic range. Unique identifier (UDI) #: (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of a customer having a bleeding event while using coaguchek xs meter serial number (B)(4). On (B)(6) 2021 at 11:30 am, the meter result was 2.9 inr. No dose changes were made since it was within the therapeutic range. No inr testing was performed on the meter between (B)(6) 2021 and (B)(6) 2021. On (B)(6) 2021, the customer was having back pain and was taken to the hospital ER. Initially, it was believed he had a kidney stone, but later it was determined by doing a CT scan that his right kidney was bleeding internally. The cause of the bleeding was not known. The customer's inr result from the hospital laboratory was 9.8 inr and was estimated to be taken before noon, but the exact time unknown. The customer was rushed to a different hospital by ambulance and was admitted to the ICU. He was given vitamin k, IV heparin, and other treatments. The other treatments provided were not known. The customer was in the hospital from (B)(6) 2021 through (B)(6) 2021 and spent 3-4 days in the ICU at the beginning of the hospital stay. The customer's current condition was "tired, pretty good". The therapeutic range was 2.0 inr-3.0 inr and the customer tests once every 1.5 to 3 weeks. This MDR is being submitted in an abundance of caution.